Manufacturer narrative:
E1: olympus america inc. *loaner dept* attn: loaner dept. Three attempts were performed to obtain additional information, but no response was received from the reporter. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had an e226 / e228 scope communication error and an image that did not appear. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. The device evaluation found the device does did not have a problem. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an e226/e228 scope communication error. And an image, that did not appear. The issue occurred, during an unspecified therapeutic procedure. There were no reports of patient harm.